Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to unspecified area using the coolmini applicator and may have developed paradoxical adipose hyperplasia in the submental area. The patient was evaluated in february 2022. The tissue was described as firm and visible volume increase was observed in the treated area.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: d1, g1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to unspecified area using the coolmini applicator and may have developed paradoxical adipose hyperplasia in the submental area. The patient was evaluated in (B)(6) 2022. The tissue was desribed as firm and visible volume increase was observed in the treated area.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental area on (B)(6)2020 using the coolmini applicator and may have developed paradoxical adipose hyperplasia in the submental area. The patient was evaluated in (B)(6)2022. The tissue was desribed as firm and visible volume increase was observed in the treated area.

Manufacturer narrative:
Additional data: a2, a4, a6, b5, d4, h6